Event description:
It was reported that the sterile primary packaging of a vented paclitaxel set was torn. The damaged packaging was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in january 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, it was noted that there was a hole in the pouch. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.